Event description:
It was reported that this right ventricular (rv) lead is exhibiting high capture thresholds measuring 3v. The health care professional (hcp) is concerned about loss of capture (loc). Technical services (ts) reviewed the trend data and historically thresholds have been less that 1v over the past year. A review of an episode found that the patient had a few conducted beats, then there was premature ventricular contraction (pvc)s which caused the (loc). Technical services is not sure if this is true loss of capture and recommended the patient performing a patient-initiated interrogation. At this time, the lead remains in service. No adverse patient effects were reported.